Event description:
It was reported that prn adapter cap disconnected during use. The following information was provided by the initial reporter: the nurse found that the rubber end of the heparin cap connected to the PICC catheter had detached from the main body and could no longer be used.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9168738. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on photograph provided of the event and previous investigations into this product family our engineers have determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prn adapter cap disconnected during use. The following information was provided by the initial reporter: the nurse found that the rubber end of the heparin cap connected to the PICC catheter had detached from the main body and could no longer be used.